Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a. The device was tested negative by olympus, therefore the user request is not confirmed. Based on the results of the investigation and provided data, the reported issue can be only partially assessed. No correlation has been observed between actual product device status and cause of contamination. Without cds (cleaning, disinfecting, and sterilization process) information from the customer, we are not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU (instructions for use). Olympus hmi did not confirm the customer's findings and showed no growth. The following is included in the device IFU: "after using this endoscope, reprocess and store it according to the instructions given in the endoscope¿s companion ¿reprocessing manual¿ with your endoscope model listed on the cover. Using improperly or incompletely reprocessed or stored instruments may cause patient cross-contamination and/or infection." "In general, olympus cannot guarantee the effectiveness, safety, and durability of reprocessing methods not described in this reprocessing manual. If you choose to use a reprocessing method not recommended in this manual, the local institution and/or physicians must assume responsibility for its safety and efficacy.¿ "the medical literature reports incidents of cross-contamination resulting from improper reprocessing. It is strongly recommended that all individuals engaged in reprocessing closely observe all instructions given in this manual and the manuals for all ancillary equipment, [¿]s" olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for >100 colony forming units (cfus) of klebsiella oxytoca. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.